Event description:
Paramedics attended to a person complaining of difficulty breathing. During transport to the hospital, the patient went into a pea rhythem. External pacing was administered, however mechanical capture was not achieved. After arrival at the hosp, the device was used by the hospital staff to continue external pacing of the patient. After approx 20 to 25 minutes of pacing at the hosp, the pacer stopped for no apparent reason and displayed some type of warning message on the monitor screen. The operator restarted the pacer and each time he moved the therapy cable connector, the pacer stopped pacing and displayed a 'connect electrodes' message. The patient expired. The reporter indicated there was no adverse affect to the patient as a result of the alleged malfunction. This opinion was based on an assessment of the patient's condition and the availability of other external pacing devices at the hospital.